Event description:
It was reported that the unit housing was cracked at the drain tube connection. Fault was found during their routine maintenance. There was no patient involvement or harm.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure, reservoir gasket is worm, and a faded line cord. The device also had outdated drain fitting, printed circuit board (pcb), and power switch. Functional testing found the device was leaking from the cracked enclosure. The complaint was confirmed. Root cause of the leak was the cracked enclosure. What caused the crack could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.